Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered. The model# was not provided.

Event description:
A (B)(6) customer stated while at the doctor, she tested her daughter's blood glucose on the contour next one, and received a reading of 93mg/dl. The patient was retested on the doctor's system and the reading was 230mg/dl. A second comparison was performed and the outcome was similar, but results were not provided. The patient did not exhibit any symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The strip information was not provided, so this report is submitted under the meter information. A new meter was sent to the customer.